Event description:
It was reported that the 9800 system exceeds the maximum manual hlp fluoro dose output set by the country's epa at 50mgy. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer would not allow the service representative to adjust the hfl fluoro dose rate down because this would affect the image quality. The auto hfl fluoro dose is within the limit of 100mgy and the system is only used in auto mode.